Manufacturer narrative:
The following items were provided by the customer for complaint investigation: one opened/unused list #kl-va201u3, chemosafelock vial adapter; lot #13531237. One used petri dish. A series of photos were shared by customer, illustrating a white foreign material over the spike tip and a hair over the filter from the item kl-va201u3 inside a sealed packaged. No additional damage or anomalies were confirmed. As received, the unused device was visually inspected. The dust blue cap was removed in effort to identify any damage or additional contamination, however no damage or anomalies were confirmed. Fourier transform infrared spectroscopy (ftir) result shows the spectrum similar to acrylonitrile butadiene styrene (abs) resin. D9 - date returned to mfg: 13nov2023.

Manufacturer narrative:
The following update was made to the complaint investigation on (B)(6) 2023: update: the customer's complaint of particulate matter can be confirmed. However, it was confirmed that the source did not come from the return sample, the probable source of the contamination is unknown. See h6 investigation conclusion code for updated outcome code.

Event description:
The complaint involved a chemosafelock vial adapter that was reported to contain foreign matter at the spike tip. This was noticed before patient use, during the drug preparation process. Upon checking the spike part after removal from the protector, white resin-like foreign matter was confirmed to be adhered on the liquid outlet of the spike. It measures 1.6mmx 0.9mm and seemed stiff. After it was rinsed off and dried, fourier-transform infrared spectroscopy (ftir) was performed on the substance. The result shows the spectrum similar to acrylonitrile butadiene styrene (abs) resin. There was no reported delay in critical therapy, no impact/harm on a patient or medical institution worker.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.